Event description:
As reported the wing of splittable optiseal sheath broke when trying to split the sheath for removal. A hemostat had to be used to grip the remaining plastic hub of the sheath to complete the splitting process.